Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose at time of incident was unknown mg/dl. The customer reported the drive support cap appears normal. The customer reported a couple weeks ago she had a cat scan done and pump was in the room. The customer did not reported a motor position encoder error alarm. Customer was able to complete pump rewind. The customer received 4 motor errors within last 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.